Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with MDR numbers: 1225714-2014-01095 and 1225714-2014-01096.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-01095 and 1225714-2014-01096. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced sudden cardiac arrest and sudden cardiac death which was alleged to have been caused by the product administered during dialysis.